Manufacturer narrative:
Citation: milano et al. Performance of the hancock porcine bioprosthesis following aortic valve replacement: considerations based on a 15-year experience. Ann thorac surg. 1988 aug;46(2):216-22. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding 15-years of clinical experience with the hancock porcine bioprosthesis implanted in aortic valve replacement surgeries. All data were collected from a single center between march 1970 and december 1983. The study population included 196 patients (predominantly male, mean age 48 years), all of which were implanted with medtronic hancock porcine bioprosthesis (no serial numbers provided). Among all patients, per the physician/authors, there were 15 valve-related deaths due to: endocarditis in 5 patients, thrombo-embolic events in 5 patients, and low cardiac output at reoperation in 5 patients. No further details were provided regarding these deaths. Based on the available information, medtronic product was directly associated with the death(s).